Manufacturer narrative:
(B)(4)

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was clear liquid on the cartridge chemistry (cc) reaction wheel cover of the unicel dxc 800 synchron system. Customer reported that there was pink liquid in the reagent carousel compartment. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the spill appeared to be an intermittent issue caused by the collar wash waste vacuum valve. The fse replaced the collar wash waste valve. The fse verified the repair was performed per established procedures.